Event description:
It was reported to boston scientific corporation in 2005 that a low profile gastrostomy device was used during a procedure (patient age, gender and weight are unknown). According to the complainant, the balloon ruptured within approximately 4 days post-deployment. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Device not returned.